Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that once the valve was implanted and before closure, the doctor realized that the valve was leaking cerebrospinal fluid from the distal end. The doctor immediately replaced the valve with a new one.